Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified right coronary artery (rca). The lesion was predilated with an unk 2.0mm balloon. The 3.00x28mm taxus liberte drug eluting stent was advanced to the rca, but was unable to cross the lesion. The lesion was dilated again and the physician attempted to advance the des again, but the device was still unable to cross the lesion. The des was removed from the pt, it was noticed that the proximal edge of the stent was deformed. The procedure was successfully completed with a 2.75x28mm taxus liberte des with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the mfg documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context. (B)(4).